Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6)) displayed an unknown error message" was confirmed in the archive data but was not confirmed during functional testing. Based on the archive, the platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message upon powering on. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. The archive data review showed multiple ua18 (max take-up revolution exceeded) advisory messages around the customer's reported event date, thus confirming the reported complaint. Based on the archive, the patient's chest was too small while sizing the patient (take up), or the autopulse platform detected no weight present on the platform. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test confirmed both load cell modules were functioning within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed an unknown error message. The crew switched to manual CPR. The patient impact is unknown.